Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. The reported event of an intermittent out of rage was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the transmitter was intermittent out of range. No additional patient or event information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.